Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a suspected fracture of the pace/sense portion of the right ventricular (rv) lead. It was noted the patient received inappropriate therapy due to noise and oversensing. The pace/sense portion of the lead was capped and replaced with a new pace/sense lead. The defibrillation coils remain in use. No further patient complications have been reported as a result of this event.